Event description:
It was reported that during a laparoscopic gastric sleeve procedure, after an articulated fire staple line using the device, a piece from inside the joint of the reload popped out, making it impossible to desarticulate the reload and causing difficulty in removing the reload through the trocar. No intervention was required. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10. Concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu (lot p5k1084); sigadaptstnd, sig power sigadaptstnd linear adapter (serial unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.